Event description:
A customer observed higher than expected and imprecise vitros phyt quality control results obtained from a vitros performance verifier control fluid on three different vitros phyt slide lots on a vitros 5600 integrated system. Tdm performance verifier lot j1649: >40.0, >40.0, >40.0, and >40.0 ug/ml vs. The established customer mean of 32.3. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined higher than expected and imprecise vitros phyt quality control results were obtained from three different vitros phyt slide lots on a vitros 5600 integrated system. The most likely root cause of this event is analyzer related. Phyt and crbm marker precision tests were outside of ocd guidelines. Ocd field service performed service actions to the incubator and immuno-wash subsystems of the 5600 analyzer; however, a crbm marker precision test performed after service remained outside of ocd guidelines. The investigation is ongoing. The investigation found no evidence the vitros phyt reagent malfunctioned. In addition, improper pre-analytical fluid handling cannot be ruled out as contributing to the event.